Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access meditrol set leaked. Patient involvement and the step of setup or therapy during which this occurred are unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 3.